Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections d4, h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was deterioration of components on the rf board due to the age of the device and repeated use.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to a faulty rf board, causing no sdi signals.

Event description:
The user facility reported to olympus that the ports in the back of the unit were not "working." There was no patient injury or harm, associated with the problem, reported to olympus.